Event description:
Information received by medtronic indicated the customer received insulin pump error alert. No harm requiring medical intervention was reported. Troubleshooting was performed. Product will be returned for analysis. The customer will discontinue to use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer = black. Case type = ngp. Customer returned pump for an alleged pump error 24 found on 22-nov-2022. Pump alarmed pump error 25 during testing on 09-jan-2023. Pump alarmed insulin flow blocked/no delivery alarm during displacement test. Pump alarmed pump error 75 during self test on 09-jan-2023 at 14:13:20.000 (file number = 37, line number = 375). Pump failed sleep current measurement test. Pump passed rewind test and active current management test. Unable to generate power management graph due to unable to download detail trace. No pump error 24 alarms found in history, however, pump error 25 found in history on 22-nov-2022 at 16:00:00.000 (file number = 33, line number = 2107). Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open for visual inspection and found moisture damage on the motor and force sensor. The following were noted during visual inspection: cracked case-corner of belt clip rails, pillowing keypad overlay. Pump error 24 not confirmed. Pump error 25 and pump error 75 confirmed, problem isolated to electronic assembly. No delivery/insulin flow blocked confirmed due to moisture damage on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.